Event description:
During a coronary drug eluting stenting treatment procedure, the delivery device shaft fractured. The physician was attempting to cross the lesion in an unk vessel with a taxus express2 8.8% 2.75 x 32 mm drug eluting stent and the delivery device shaft broke. No pt injuries or complications were reported.